Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. The initial complaint was reviewed and found to be no reportable. The complaint history shows a positive history for a serious injury for a device within the same part family as the complained device. However, the clamping mechanism of the two devices is not similar, therefore, this would not be considered a like event. Not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death. Information already submitted under MFR report number 9680938 -2015-10026. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the forceps points do not meet together and do not hold properly. No reported patient or procedure harm noted. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.